Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that after 30 seconds of use the handpiece, suddenly had no ultrasound power during a cataract extraction procedure. The handpiece prime/tuned as normal. There was no system message displayed. The case was completed using an alternate handpiece with no harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
The customer reported that the phaco handpiece suddenly had no ultrasound power. The phaco handpiece was received and a visual assessment of the returned sample found damage and discoloration to the connector cap. The returned handpiece was connected to a calibrated system. System message (sm) - [tune failed ¿ handpiece voltage low (short circuit)] displayed when the handpiece attempted tuning. The cable jacket was stripped near the connector strain relief revealing broken wires. The customer reported event was confirmed which found broken wires to cause sm [tune failed ¿ handpiece voltage low (short circuit)] to display during tuning. The phaco handpiece was manufactured on february 4, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to broken wires within the cable jacket near the connector strain relief. The manufacturer internal reference number is: (B)(4)